Event description:
During use of the pump system for cardiopulmonary bypass, pump system momentarily lost power and stopped operating. The system was successfully restarted by the user. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.